Event description:
It was reported that bd insyte-n autoguard winged leaked at the hub. The following information was provided by the initial reporter: it was reported by customer that there is leak at hub. Event date confirmed 21 nov 2023 10/25/2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation results: received a catheter assembly of a 24gx0.56in insyte autoguard unit from unknown lot for the investigation of this complaint. A gross visual inspection shows a catheter with sign of fluid indicating use. Per the customer verbatim, they experienced some leakage while using the device therefore additional investigation was conducted. Further investigation involved doing a leak test. The leak test failed revealing leakage near the base of the catheter adapter, therefore confirming the customer¿s reported defect of leakage. Upon microscopic inspection of the used unit, it was found that the catheter wall has been damaged. Due to the location and the form of the damage, it is very unlikely that the damage occurred during zone 1 or 2 of manufacturing processes. The cannula may spear the catheter tubing and cause a v-shape cut like the one observed when the needle pierces the catheter wall. A spear through may originate during use or manufacturing of the device. However, as the device has been used, and media is visible on the catheter, it is unlikely that the damage originated during the manufacturing process as the needle would be received pierced through the wall making a y with the catheter tubing. This would make venipuncture of the catheter tubing extremely difficult. During application damage to the catheter tubing may occur by moving the cannula up and down the catheter tubing. Investigation conclusion(s): the defect of leakage was confirmed as a result of needle through catheter. Probable root cause conclusion(s): application error the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.